Event description:
Caller reported a malfunction on the pump but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance by supplying pump reset information and helping the caller reset the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to reach out again if the issue recurred and acknowledged the instructions provided.